Event description:
(B)(4). I went to my ob/gyn complaining of continual abdominal pain. All of the testing was negative for endometriosis or other ailments that would cause pain. My doctor said I needed to get a spinal nerve ablation due to pain. I believe now this was caused by essure.